Event description:
The physician used the venaseal device for a vein closure procedure with no issues noted. It was reported that the patient presented with hypersensitivity reaction to the glue who initially responded well to steroids/nsaids, but a week or so later had a recurrent reaction. Steroids and hydrocortisone topical creams were repeated.